Manufacturer narrative:
The monitor was received with a blank display and constant tone due to a faulty component on the digital board.

Event description:
It was stated that the display was blank and there was a continuous tone. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.